Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of evaluation.

Event description:
It was reported that the customer experienced vomiting, and was subsequently hospitalized. Customer¿s blood glucose ranged from 100-200 mg/dl. Reportedly, customer believes the cause was a minimum fill notification which occurred after the user filled the cartridge with 120 units of insulin. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer. Reportedly, customer reverted to manual injections for insulin therapy.